Event description:
It was reported that the customer had a motor error alarm on the insulin pump while rewinding and priming. Customer stated that the pump can't exit rewind loop. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to back up plan. No additional info provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at a reservoir tube window corner.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in the event is the paradigm real-time veo insulin infusion pump which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.